Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow up indicated that the patient was a heart transplant patient, so it is reasonable to assume that the lead was removed during the transplant procedure. No patient complications have been reported as a result of this event.